Event description:
It was reported to boston scientific corporation that during a vaginal repair procedure using a capio open access suture capturing device, the 1mm needle tip detached from the suture, and is assumed to be inside the patient's inferior pubic rami fascia.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.